Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer undergoes dexamethasone regimen for cancer, which increases his blood glucose. Customer obtained two readings of hi (greater than 600 mg/dl) and took insulin based on the hi reading (40 units of novolog and 10 units aspart). About 45-60 minutes later, customer experienced low blood glucose symptoms after doing some light yardwork. Customer's wife tested him on his advantage meter and obtained a reading of 235 mg/dl. Wife called emts, and they obtained a reading of 79 mg/dl and treated the customer with gel glucose. Customer was taken to hospital, where a comparison of the customer's advantage meter to a professional meter was obtained. The readings were: 506 mg/dl (advantage) and 169 (professional meter) customer was treated and released from hospital. Requested return of suspect device; however, customer does not have test strips. Replacement was sent.